Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. A broken piece measuring approximately 0.131" x 0.101" was returned with the instrument. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci assisted surgical procedure, the prograsp forceps looked bent in patient. While attempting to remove from the patient, it could not be removed and the end broke off. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the port and instrument were removed from the patient as a whole using the clutch port button. No fragment fell into the patient. The instrument was replaced with another one of the same kind.